Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the implanted lens has rotated axis from 110 to 180. The patient's refraction currently has changed. The surgeon is suspect of incorrect labelling. Additional information has been requested.

Event description:
Additional information has been received stating the health care provider (hcp) further reported that they had an unstable refraction in the patient for a relatively long time after surgery (not traceable) , which did not fit in conjunction with the rotation. Therefore hcp refracted the patient every 4 weeks. The last refractions were stable. After calculation with the rotation calculator, a rotation is now reasonable. Hcp is currently testing a monovision setting for the other eye with the patient. If hcp has found the optimal setting for the patient, prof. Auffarth will rotate the lens. Corrected information received stating the surgeon does not suspect incorrect labelling.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).